Manufacturer narrative:
The device was returned for analysis. The device was received in good cosmetic condition. No anomalies found with the device. The device successfully tested to the manufacturing specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for evaluation. A product analysis has not been performed.

Event description:
The sales rep reported this device was sent from a warehouse in (B)(4). There was no specific information provided. The reason for return is unknown. The device was received by a distributor with no information. The distributor indicated they have been unable to obtain additional information.